Event description:
It was reported that during use of a cardioblate lp device during a mitral valve repair and atrial fibrillation operation, the neck of the device broke, preventing the continuation of the procedure. The operation was successfully completed after replacing the broken forceps with a new product. No patient complications have been reported as a result of this event. Medtronic received additional information that the connection between the neck and the tip was broken. The issue was observed during use, after ablation of the two lines. The customer followed the normal surgical procedure. There was no additional positioning necessary after the guide have positioned the tips. One lesion (ablation cycles) was completed before the tip was found to be broken. The tip did not break off into the patient. The procedure was successfully completed without patient complications or adverse events after replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the jaw assembly is broken off. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.